Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high and low blood glucose levels and that the insulin pump had an unresponsive keypad. The customer stated that when she filled the reservoir to 100 units or when the reservoir reached below 100 units, her blood glucose levels would spike extremely high or bottom out very low. The blood glucose reading was 552 mg/dl when the customer woke up, and the most recent blood glucose reading was 52 mg/dl. She stated that she performed the self test, which did not show any errors, but she observed that the buttons were sticking on the keypad. She noted that the keypad issues had only begun that day. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.